Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from the (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy drain. The cause of the peritonitis was poor hygiene. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient began remedial treatment of cefuroxime (750mg IV, frequency not reported). The event of bacterial peritonitis with (B)(6) was ongoing but improved described as relief of abdominal pain and the cloudy effluent was gradually becoming clear. The patient was discharged from the hospital on (B)(6) 2011. It was not reported if dianeal pd2 unknown therapy and remedial treatment of cefuroxime were ongoing. The reporter did not provide an opinion of causality.